Event description:
Information was received from a consumer regarding a patient receiving dilaudid, dose and concentration not reported, via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. The patient reported that their pump was alarming. The patient reported that in the beginning of (B)(6) the pump was single beeping/alarming and the patient thought they were due for a refill in (B)(6) 2017. Per the patient for the last 2-3 days the patient¿s pump was critically alarming. The patient¿s healthcare provider was going to stop the pump therapy and then put the patient on oral medications. On (B)(6) 2017 the patient stated they had nausea and return of pain symptom. In the beginning of (B)(6) the patient had headaches at least once a day and a couple of days ago the patient stated that the anxiety started. At the end of (B)(6) 2017 the patient tried to go to the hospital but they wouldn¿t do anything for pain, the patient¿s pump was not alarming when the patient went. The patient did not have a pump managing healthcare provider but did have a primary care provider but they could not see the patient until (B)(6) 2017. The patient was redirected to contact their prior managing healthcare provider and inquire on their current pump prescription and date the patient was due for a refill and became empty. The patient requested physician listings. On (B)(6) 2017 additional information was received that reported the company representative was called by the hospital to come and silence the pump alarm. The representative planned to bring a refill kit and suggest they fill with saline and program the pump to minimum rate until the patient could find a new physician. The reporter was told that the patient¿s appointment was (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.